Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system displayed noise and was unable to capture in the right ventricle (rv). The impedance and sensing looked good. The device was originally programmed bipolar pace/sense. They tried programming the device to unipolar, but there still was no capture. The current presenting electrogram (egm) showed the patient in a sinus rhythm, but when they tried to deliver a ventricular pace, noise was observed. Technical services reviewed some stored episodes, and discussed possible causes for the clinical observations. It was noted the patient was sturgeon fishing over the weekend, which required a lot of tugging and pulling with the arms. Technical services discussed troubleshooting and provided programming options. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was sent for a x-ray, and no issues were noted. There was no asystole reported. The plan is to continue monitoring the patient at this time. No adverse patient effects were reported.